Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (22 mg/ml at 2.2 mg/day), bupivacaine (16.5 mg/ml at 1.65 mg/day), and compounded baclofen (478.7 mcg/ml at 47.88 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a catheter replacement surgery and it was not realized at that time the pump needed to be refilled. The pump has been alarming for the low reservoir for a week but the patient never called the clinic about it until today when the empty reservoir alarm began (1 hour ago per caller). Caller thought the low reservoir alarm was (B)(6) 2019. The clinic hcp saw the patient today but never accessed and reviewed the event logs and did not have the it drug to refill the pt.'s pump. It was noted the patient had po medicine and the pump refill was scheduled for (B)(6) 2019. The patient's therapy was not intentionally discontinued and the empty pump considerations were reviewed. No symptoms were noted. The event date was (B)(6) 2019.